Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event: it was reported that during an unspecified spine surgical procedure, it was discovered that the motor device and attachment device heated up when used together. It was further reported that the event occurred toward the end of the surgery. According to the surgeon, the devices were getting hot to the touch and were squirted with irrigation in an attempt to cool the devices down. It was not reported if there were any delays in the surgical procedure. It was reported that the surgery was successfully completed using the same devices. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device failed the cutter insertion test. It was determined that this was due to the bearings and bushing being worn out and loose, creating a situation where the cutter was not able to be inserted. This was because the bearings and bushing were no longer in axial alignment not allowing the cutter to pass through. It was further determined that the failure was caused by worn out bearings and bushing. It was determined that this was consistent with normal wear over time. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.